Manufacturer narrative:
Device passed self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the screen is frozen . Customer¿s blood glucose was 107 mg/dl at the time of incident. Customer reported that they were unable to get out of auto mode. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.